Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the device history log confirmed two occurrences of system error 345 during the reported infusion segment. It was identified that the system error 345 was caused by a failed upstream sensor. A system error 345 occurs when the temp reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.

Event description:
It was reported that a pump alarmed system error 345 multiple times while delivering an unk medication to a pt. The devices was programed to deliver 100 ml of fluid at 100 ml/hr. The device was removed from use, and no pt injury occurred.